Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. The target lesion was located in the severely calcified anterior interventricular branch of left coronary artery. This 6mmx3.00mm wolverine coronary cutting balloon was selected; however, during retrieval the shaft broke outside of the patient. The device was removed by hand and no device fragment was left inside the patient. No patient complications were reported and the patients status was stable. The patient has been discharged from the hospital.

Manufacturer narrative:
A visual and tactile examination identified a complete break of the hypotube located approximately 335mm distal of the strain relief. The hypotube was also noted to be severely kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the hypotube that may have contributed to the complaint incident. An examination of the returned device identified that the balloon had been inflated. No other issues were identified with the balloon. A visual and microscopic examination identified no damage to the markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A microscopic examination identified no damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. The target lesion was located in the severely calcified anterior interventricular branch of left coronary artery. This 6mmx3.00mm wolverine coronary cutting balloon was selected; however, during retrieval the shaft broke outside of the patient. The device was removed by hand and no device fragment was left inside the patient. No patient complications were reported and the patients status was stable. The patient has been discharged from the hospital.